Event description:
This manufacturer's inspection found that a pull wire on the pulmonary radial jaw forceps was fractured. It was initially reported that during a bronchoscopy procedure for diagnosis, the biopsy forceps on the second attempt only opened on one side.